Event description:
It was reported that this patient presented to the hospital for syncope due to atrial flutter. Technical services (ts) reviewed device episode data of this patient's pacemaker system. In an earlier stored rythmiq episode days prior to the syncopal event, it was found that there was far-field oversensing on the right atrial (ra) lead channel. Ts discussed reprogramming options as troubleshooting. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service.